Manufacturer narrative:
The device involved in the reported event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out to the customer. Once the device has been received and the investigation has been completed, a supplemental report will be submitted. Please reference the mdrs: 2029214-2019-00963 2029214-2019-00964. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two medtronic flow diverters would not open. The first flow diverter (4.75 x 20) would not open in the proximal part and it was removed. An attempt was made with the second flow diverter (5.00 x 20), but it would not open in the distal part and was removed. Both flow diverters were deployed more than 50% when the event occurred and were both resheathed more than two times. The physician ended up placing a flow diverter from another manufacture without any problems. Post procedural angiography was normal. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Concomitant medical products: device available for evaluation. Date MFR rec: type of follow up; device evaluation; device evaluated by manufacturer; additional information: codes updated the pipeline flex with shield braid returned without the pushwire. The distal and proximal ends of the pipeline flex with shield braid appeared to be fully opened and moderately frayed. No other anomalies were observed. Based on the returned device, the pipeline flex shield was not confirmed to have failure to open at the distal end. However, based on the customer images was confirmed as the distal end of pipeline flex with shield braid was not opened due to damaged braid. The proximal end of the braid appeared to be opened and moderately frayed. The damage to the braid on the ends of the pipeline flex with shield is likely the results of the physician re-sheathing the device more than recommended two times. It is likely that the patient tortuous anatomy may have contributed to the failure to open issue. Per our instructions for use (IFU), the user should: ¿begin to deliver the device using a combination of unsheathing the pipeline flex with shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex with shield embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex with shield embolization device. Re-sheathing the pipeline flex with shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.